Event description:
Dexcom g6 sensor inaccuracy: 10:55am g6 reading 210, finger stick reading is 154. That is an ard of 36.4%!!! Dexcom no longer follows up on product support requests and refuses to replace faulty sensors which do not last the full 10 days. This is the first wildly inaccurate, outside rule 20 event on this new sensor.

Event description:
Additional information added on 01/27/2026 for report mw5182729 to create a follow-up 1 report. Dexcom g6 sensor inaccuracy: 8:17am g6 reading 133, finger stick reading is 104. That is an ard of 27.9%!!! Dexcom no longer follows up with product support requests and refuses to replace faulty sensors which do not last the 10 days.